Event description:
It was reported while using bd preset¿ eclipse¿ arterial blood collection syringe, an unspecified number of devices exhibited insufficient blood flow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three videos for investigation. The review of these videos showed evidence of insufficient blood flow. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.